Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to patient opted for newer MRI compatible device. The patient was reimplanted with another cochlear device during the same surgery.